Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed drawers and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7, full height, was not detected on the bus. A field service engineer attempted repairs by first replacing the drawer controller board and then the retractor band assembly, but neither resolved the issue. The device required a new pyxis control module board, which was not available at the time as it was in transit. The field service engineer later returned and replaced the pyxibus module controller board, restoring service. Hardware test application testing was performed on the device and its storage space, and all functions operated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed drawers and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.